Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that they haven't used the device in a few years, they are trying to charge the implant but it doesn't seem to want to connect. Caller stated they keep getting no device found (16). Agent asked caller why they stopped using the device and caller stated because it wasn't helping with their symptoms anymore. The pt reported "they" kept telling them they didn't know how to set the device up because one area was having more pain than another. As a result they said they told them to shut the device off and they just stopped using it. Caller stated now they need an MRI (tomorrow) and need to get the device charged. Agent walked caller through passive recharge mode and after a few tries was able to see batteries (49) recharging excellent; controller is 80% and ins is in the red/empty. Agent instructed caller to charge ins, charge controller and then they can access MRI mode.